Event description:
A biomedical engineer reported that there was continuous irrigation even after the footswitch was released during a cataract intraocular lens implant procedure. This resulted in a capsular bag tear and a dropped nucleus. Additional info was received from the initial reporter indicating that the event was a result of human error. The button had been accidentally pressed for continuous flow. This caused the bag to rupture, resulting in a dropped nucleus. The case was completed on the same day using a backup machine. The pt will need a separate surgery performed by a retina surgeon.

Manufacturer narrative:
The company rep examined the system and found that the 'continuous irrigation' button on the touch screen was inadvertently pressed and was never turned off. When the surgeon depressed the footswitch, continous irrigation came back on. The company rep performed preventive maintenance. The system was then tested and met product specifications. No samples were returned for eval and met no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).